Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection under physician-sponsored ide # (B)(6). Aneurysm and vessel morphology are unknown. It was reported during the index procedure that the patient had a small proximal endoleak. The physician elected to wait and repeat a CT in 24 to 48 hours in order to inspect the proximal seal zone. A CT scan 2 days after surgery showed no endoleak. The patient asked to be discharged home on post op day 4. Two weeks later, patient was admitted back with a diagnosis of nstemi. Patient was medically optimized for the mi. A CT performed during this admission revealed a type ii endoleak via retrograde flow from the left subclavian artery. In order to achieve a secure repair; the physician discussed with the patient the need to block the retrograde flow into the descending dissection by deploying another manufacturer¿s device (surgical plug). The patient elected the procedure/treatment and a final angiogram demonstrated cessation of the retrograde flow to the descending thoracic aorta. Three weeks after the patient was discharged; the patient was admitted with complications of hypotensive episode and resulting in bilateral lower extremity paralysis and gi bleed. The physician treated the paraplegia and gi bleed with a lumbar drain placement and tagged red blood cell count. The patient elected to be transferred to a skilled nursing facility for physical therapy and rehab. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (paralysis, occlusion, leak); patient's condition affected effectiveness of device (type ii leak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).